Event description:
It was reported that that this right ventricular (rv) lead exhibited lead dislodgement. This lv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.